Manufacturer narrative:
The product in complaint was returned to zoll (B)(4) on 10/21/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a patient, the autopulse platform performed compressions for about 5 minutes and then repeatedly displayed "check alignment" alarms. Customer noted that a clip at the side of the platform (which secures the lifeband to the backboard) had become detached. The lifeband had migrated about 3 inches away from its normal position. Customer removed the platform from under the patient and replaced the lifeband with a new one. The platform gave 2 or 3 compressions and then stopped. Customer repeatedly tried to turn it off and on but was unable to restart the platform. No adverse patient sequelae was reported. No further information was provided.